Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope, no image and incorrect scope ID data was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had no image, the scope ID was incorrect, and the body control unit was sticky with foreign material. There was no patient involvement.